Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was due to an outside source. The patient was not hospitalized for the event. On an unreported date the same month as event onset, the patient was treated with ceftazidime (1g for three weeks, route and frequency not reported) for peritonitis. On an unknown date, the patient recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.